Event description:
A peritoneal dialysis (pd) patient contact reported that a cycler was having a blank screen issue during step 3 of setup. The contact pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The patient contact rebooted the cycler and the ok and stop keys lit up but the screen remained blank. Due to the blank screen issue, the cycler would be replaced and the replacement would approximately arrive on 6/7/2024. The fresenius technical support representative advised the contact to have the patient discontinue the use of the cycler and to perform manuals until the new cycler arrived. There was no patient involvement, no patient harm or any adverse event reported. No medical intervention was required. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The internal inspection of the cycler showed no other discrepancies..the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.